Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that they had difficulty removing the catheter from the port. The catheter ripped and broke into two pieces. One part was still connected to the sample port.

Manufacturer narrative:
Evaluation summary a review of the device history record (DHR) could not be conducted because a lot number was not provided. One decontaminated sample with the date code unknown was received for evaluation. After visual inspection it was observed that there was damage to the catheter. The reported condition was confirmed the adapter on the device had been changed for a redesign of the sample port connector to increase the disconnection force between the adapter and the catheter, as well as to minimize the size of the sample port. Because of this, the new adapter on the connection side has 2 steps, it cannot be assembled with the top vent. Due to problems with the new adapter, the manufacturing site went back to manufacturing the device with the old adapter.